Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. Removed cr pfc knee (pre-sigma) with some difficulty. Porous femoral showed good in growth, cemented keel tibia has cement on underside. Curved tibial insert showed little wear on posterior areas in medial and lateral aspects. Replaced with attune revision system. Doi: 1994. Dor: (B)(6) 2019, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.